Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), salpingitis ("slight chronic salpingitis") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure (ess205) (batch no. 621688) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysuria, increased urinary frequency and bladder infection. Concurrent conditions included breast pain, smoker, vaginal bleeding, bleeding genital, menorrhagia, dysmenorrhea, ovarian cyst, low back pain and pelvic adhesions. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / abdominal pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), migraine ("migraines"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, salpingitis, intra-abdominal haemorrhage, vaginal discharge and fatigue outcome was unknown and the abdominal pain, back pain, dyspareunia, migraine and headache had resolved. The reporter provided no causality assessment for salpingitis with essure (ess205). The reporter considered abdominal pain, back pain, dyspareunia, fatigue, headache, intra-abdominal haemorrhage, migraine, pelvic pain, and vaginal discharge to be related to essure (ess205). The reporter commented: after essure removal, injuries or symptoms you claim resulted from essure decrease or resolve following removal? Yes (no further information provided). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion of both tubes on hysterosalpingogram had impression: bilateral tubal occlusion device as described, without evidence for contrast extension into the fallopian tubes or peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), salpingitis ("slight chronic salpingitis") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure (ess205) (batch no. 621688) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysuria, increased urinary frequency and bladder infection. Concurrent conditions included breast pain, smoker, vaginal bleeding, bleeding genital, menorrhagia, dysmenorrhea, ovarian cyst, low back pain and pelvic adhesions. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / abdominal pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), migraine ("migraines"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, salpingitis, intra-abdominal haemorrhage, vaginal discharge and fatigue outcome was unknown and the abdominal pain, back pain, dyspareunia, migraine and headache had resolved. The reporter provided no causality assessment for salpingitis with essure (ess205). The reporter considered abdominal pain, back pain, dyspareunia, fatigue, headache, intra-abdominal haemorrhage, migraine, pelvic pain and vaginal discharge to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: full occlusion of both tubes on hysterosalpingogram had impression: bilateral tubal occlusion device as described, without evidence for contrast extension into the fallopian tubes or peritoneal cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, concomitant disease and laboratory data were added. Update suspect drug indication and lot number. Added events dyspareunia, headaches, chronic cervicitis, slight chronic salpingitis and back pain. On (B)(6) 2017, she explanted essure. Updated events, onset date and outcome. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / abdominal pain"), migraine ("migraines"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (pelvic surgery on (B)(6) 2017). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain, migraine, fatigue and vaginal discharge outcome was unknown. The reporter considered abdominal pain, fatigue, intra-abdominal haemorrhage, migraine, pelvic pain and vaginal discharge to be related to essure (ess205). Diagnostic results: on (B)(6) 2017 - hysterosalpingogram (hsg) confirmed placement of both essure coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.